Manufacturer narrative:
This device was not returned to olympus for evaluation. The cause of the reported event could not be determined. The most likely root cause of the reported event could be attributed to user handling. The instruction manual contains several warning statements in an effort to prevent the polyloop device from getting stuck inside the sheath. ¿before use, prepare and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation."

Event description:
Olympus was informed that during a removal of a pedunculated polyp the polyloop would not deploy and became stuck in the sheath. The nurse cut the sheath by the handle and removed the scope, and then the scope was reinserted into the patient and used a non-olympus snare to remove the polyp. The procedure was completed, but was delayed by 1:45 minutes, and more sedation was used. The procedure was completed. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to update sections. The device was returned to olympus for evaluation. A visual inspection was performed and found the device in two separate pieces as the device had been cut near the handle. The yellow cylinder had moved and was stuck on the coil of the insertion portion; but not touching the handle. In addition, the tube sheath was found away from the handle, causing the sheath to stretch at the distal end and cover the loop. The tube sheath was also found damaged at the distal end with multiple burnt marks noted. The functionality of the device could not be tested as the entire insertion portion (tube sheath, coil sheath, and operation wire) were cut near the handle. The most likely root cause of the reported event is due to excessive force being used during the procedure.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from jyq to fhn.